Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge when plugged into a usb port on a computer. There was no reported adverse impact to the customer. The customer indicated that a wall adapter would be obtained to determine if the pump could charge when plugged into a wall outlet. Multiple contact attempts were made by tandem technical support to determine if the pump could charge when plugged into a wall outlet; however, the customer did not respond.